Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing came apart at the y-site, and returned two different samples. One was the used affected sample, and one was an unopened sample with the same material number: 2426-0500. The used sample verified the complaint of separation. Failure occurred at the inlet of the 3rd smart site. Microscopic analysis determined the root cause to be insufficient solvent applied during assembly. The unused sample was leak tested with blue dye to discover any leaks/separations along the length of the set and none were found. Complaint is verified from the affected sample. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: customer reported the tubing came apart at the y-site, and returned two different samples. One was the used affected sample, and one was an unopened sample with the same material number: 2426-0500. The used sample verified the complaint of separation. Failure occurred at the inlet of the 3rd smart site. Root cause description: microscopic analysis determined the root cause to be insufficient solvent applied during assembly. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart at the y-site. The following information was provided by the initial reporter: "tubing came apart at the y-site at port above patient connection"